Event description:
Boston scientific crm received information that this patient reported dizzy spells. Shortly after, the patient experienced a fall. It was noted that 20 seconds of asystole occurred. On fluoro, a fracture near the suture was noted. A lead revision procedure was scheduled.

Event description:
Information was later received that this lead was surgically abandoned due to asystole, fracture and noise on an electrogram.

Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.